Event description:
A manufacturer representative reported a consumer was on vacation, was unable to use her recharger because she was seeing a por (power on reset) on the recharger, and therapy had stopped. The consumer last recharged on (B)(6). The consumer stated stimulation was working until (B)(6) 2016 and possible factors that could have led to the event was emi. The consumer reported she was in the casino on (B)(6) 2016 and the security gate "killed" the battery. The representative walked the consumer through how to clear the por using the patient programmer and the consumer was able to put herself on the recharger and it worked fine. The issue was noted as resolved at the time of the report. Indication for use included spinal pain and post lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.